Event description:
It was reported that the stapler stopped firing midway through. It is not known how the case was completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information received: was there any difficulty removing the device from tissue? No information. Were the staples in the proper b form shape? No information. The device was received for analysis with no visual non-conformances and with a green cartridge reload loaded. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.